Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) had a low amplitude r-wave. Patient has heart block and is 100% atrial paced. Ventricular noise markers were noted followed by ventricular sense markers. Atrial paced beats are being oversensed by the ICD causing inhibition of ventricular pacing. Review of the ICD strips showed a possible loss of capture even at high output.